Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen 300.0 mcg/ml (dose and lot number unknown), clonidine 400.0 ug/ml (dose unknown), bupivacaine 20.0 mg/ml (0.802 mg/day), and morphine 50.0 mg/ml (31.341 mg/day) intrathecal therapy via an implanted pump. The indication for use was spinal pain. The patient's medical history included breaking his pelvis and tailbone "in half" in 2008 prior to pump implant. The patient's pump was to be refilled. On (B)(6) 2015, he started to experience symptoms and he couldn't stand or bend over. The pump alarm started to sound on (B)(6) 2015 with the sound consistent with the synchromed (sm) pump alarm. On (B)(6) 2015, the patient was in the emergency room (ER) for morphine withdrawal. The patient did not have a health care provider as his physician was temporarily unable to fill pumps. On (B)(6) 2016 additional information indicated that the pump was alarming due to an empty pump. The patient had missed a refill due to his managing physician becoming suddenly unavailable and having to find a new doctor. The event date was reported as 2015, 5 months ago . The pump was refilled on (B)(6) 2016. The current drugs were clonidine 150mcg/ml at a dose of 75mcg/day, bupivacaine 20mg/ml at a dose of 10mcg/day, compounded baclofen 100mcg/ml at a dose of 50mcg/day and morphine 40mg/ml at a dose of 20mcg/day. The new morphine concentration was 10mg/ml at a dose of 0.5mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.